Event description:
Was reported that patient initially presented for replacement due to normal depletion. During pre-op high lead impedance was detected during system diagnostics. Surgeon performed a battery replacement solely. The impedance was within normal limits after the battery replacement. Doctors think that the m103 is malfunctioning due to the low battery (normal battery depletion), and the patient has no symptoms that suggest health hazards or device failure. No sort of troubleshooting was noted to take place outside of replacing generator. Product analysis has been requested for this device. The suspect device has not been returned to the manufacturer to date no additional or relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ;defects¿ or ;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was noted that the device had been returned to the manufacturer for device evaluation. No additional or relevant information has been received to date.

Event description:
Product analysis had been completed for generator. No device failure was detected. Due to the results of the product analysis and the length of time the generator was implanted in the patient; the generator is no longer the suspect device. No other relevant information has been received to date. Product analysis (pa) for generator was approved on 07/19/2022. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. The pulse generator showed no signs of variation in the output signal and demonstrated the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. There were no performance, or any other type of adverse conditions found with the pulse generator.